Event description:
It was reported that the device was interrogated and an alert for possible output circuit damage was noted. Low sensing was noted. Lead was replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.